Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The customer used manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.